Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. -inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus gastrointestinal videoscope due to a physical defect noted on the bending section. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was confirmed that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. There were several other forms of physical damage/wear and tear noted throughout the device. The distal end adhesive was cracked, chipping, and discolored. The insertion guide coil was scratched and wrinkled. The lens adhesives were both discolored, and the air/water cylinder paint was found peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.